Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was hard to turn and would not open/close easily. It was further determined that the chuck jaw was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at the end of unspecified veterinary surgical procedure, it was discovered that the chuck device was not adjusting when the chuck was adjusted to change size. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.